Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings were the identification of eyepiece was worn and the eyepiece funnel was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1:(B)(6) hospital.

Event description:
The customer reported to olympus that the telescope, 12°, 4 mm when rotating the optical sight tube, the inner glass column was deflected. The event occurred during reprocessing for a diagnostic hysteroscopy. The procedure was done with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected field: (company representative and health professional do not apply to this event). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that when rotating the optical sight tube, the inner glass column is deflected occurred due to excessive use, lack of maintenance, or poor preparation (incorrect handling). Olympus will continue to monitor field performance for this device.